Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) system presented to the emergency after experiencing a period of asystole. Initial evaluation of the system indicated no capture. An invasive analysis was performed to analyze the system. The bipolar lead, model 4285, exhibited good thresholds and pacing, but the physician elected to reposition the lead. The ipg and lead remain implanted with no additional problems.